Event description:
Pt denied compliants pre treatment. Two hours into tx pt c/o chills. Temperature up from 96.8 degree to 99.8 degree, no evidence of infection with pt (0 idpn, 0 blood products, 0 new medications). Tx discontinued, pt sent to e.r. Where she received vancomycin & gentamycin and sent home.pt had an uneventful tx during next scheduled tx.